Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise, high pacing impedance, and high capture threshold. No interventions were performed. There were no patient consequences.